Event description:
It has been reported to philips that during a procedure the azurion c-arm movement was slow and angulation movement was not possible. Another system was used to complete the procedure there was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that c-arm movement was slow and angulation movement was not possible. The fse checked the system and found that when trying to move the c-arm, there was a system message that a table adjustment is required. The fse adjusted the pivot table and carried out c-arm positions and current calibrations. After redoing the table and frontal stand geometry positioning along with current calibrations, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.